Event description:
Customer reported during an infusion of taxol, the proximal end of the tubing that is connected to the filter fell off. Taxol leaked on the pt and nurse. No pt or nurse harm and no medical intervention was reported. Although requested, no additional event or pt information provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. A follow up report will be submitted with failure investigation results should the device be received for evaluation.